Event description:
User experienced a difference in ethanol recovery during the performance of "routine" correlation studies between p modular analyzer (B) (4) and another p modular analyzer at the site which occurred daily for two weeks. A serum pool made from several patient samples was used to perform the correlation studies. User stated "for example they will get an ethanol result of 0 or 1 mg/dl from the other p module and 6 or 7 mg/dl on this p module, using the same serum pool." Exact data was not provided. Ethanol reagent lot 61187301. The serum pool was run for correlation studies only, and no results were reported. User said they have seen no affects on patient results. No adverse events reported. A field service dispatch was refused, as customer recalibrated the assay and the results matched between both p modular analyzers on the correlation samples.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used in a ureteroscopy procedure on an adult female patent (age and weight unknown). According to the complainant, during stent exchange procedure the stent was found to be encrusted and unable to be removed. A sensor guidewire was placed through the stent, however, it would not advance. They reported resistance was met when they attempted to remove the wire. When they were able to pull out the guidewire, it was noted that the proximal tip of the wire had unraveled about 4 cm. They were able to remove the guidewire in one piece and completed the case with a second sensor guidewire with no problems. The patient was reported to be "fine" at the conclusion of the procedure.

Manufacturer narrative:
Customer noticed etoh had not been calibrated on this system for several months. After calibrating, the customer stated that correlation samples matched between the 2 analyzers. Additionally, discrepant k factor settings were observed between the two analyzers, s1 calibrator setting for etoh being 0.0 and 0 on the two different analyzers. The customer was advised to change the s1 calibrator's set points so that they matched on both analyzers. Customer refused to change the set points as they were not having any further issues. Customer refused further troubleshooting. A serum pool was run for correlation studies only, and no results were reported outside of the lab. The customer said they have seen no effects on patient results. No adverse events reported.